Event description:
It was reported that the customer's high blood glucose levels will not come down despite consistent bolusing. The customer's blood glucose was 600 mg/dl. The customer treated herself with a manual injection. Troubleshooting was done. The customer also found a no delivery alarm in the alarm history of her insulin pump. The customer did not receive any no delivery alarms afterwards. Advised customer that the insulin pump was working as designed. Advised customer to change infusion set, reservoir and insulin and then treat per healthcare provider's instructions. The customer was also hospitalized on (B)(6) 2014 due to falling down the stairs and receiving a concussion. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.